Event description:
Customer reportedly received results of 297 mg/dl and 110 mg/dl within 9 minutes on the aviva combo system. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.